Event description:
During a clinical study site monitoring visit performed by (B)(6), she was made aware by the research team that a patient underwent a revision surgery of their ceramic head due to swelling. The head was originally implanted on (B)(6) 2001. The revision procedure was performed on (B)(6) 2014. The patient is a subject in the exeter primary outcomes study (patient ID (B)(6)). The clinical research associate reported that she requested that the study site provide copies of post-primary and pre-revision x-rays as well as component details. However, the clinical research associate does not expect that any additional information will be available.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown ceramic head. Additional information has been requested and if received, will be provided in the supplemental report.